Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable pacing impedance. Additionally noted was high / undefined pacing impedance and noise during high rate non-sustained (hrns) episodes. A lead fracture is suspected. The lead remains in use. No patient complications have been reported as a result of this event.